Manufacturer narrative:
Complaint f/u: review of case summary provided by the hospital; no complaint sample returned for eval; no case images, videos, etc were provided for review. Complaint sample eval: complaint sample was not returned to rex for review. Retain device eval: no device retain eval performed for this lot number. Root cause: a definitive root cause for this reported product failure was due to an off label usage of the device. Conclusion: there was no complaint sample available for return to rex for investigation. A device history record review was performed to see if there were any abnormalities during the manufacture of the lot number in question. No abnormalities were discovered. A definitive root cause for this reported product failure was due to an off label usage of the device by the physician. The complaint form stated that the device was being used in the portal vein which is an area not indicated for use in the directions for use. This product complaint is considered an isolated incident.

Event description:
Per the technologist: the physician was using a cleaner15 to open a portal vein and when they removed the cleaner15, they noticed the white tip was missing from the device. They discontinued use of the device on that procedure.